Event description:
Customer alleges going over a threshold and rollator tipped forward and this has happened a few times before - allegedly caused by all joints on the rollator seem to be loose. Unspecified injury alleged.

Manufacturer narrative:
The consumer is a (B)(6) female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that all the joints on the rollator seem loose. Consumer has allegedly fallen a few times as a result of the loose rivets. The dealer stated that the consumer was trying to cross a slight threshold and the rollator allegedly tipped forward causing the consumer to fall. The 1st incident, with a fall, was (B)(6) 2011. The consumer has been using the product since (B)(6) 2008. The consumer has received a replacement unit. The consumer sustained a minor injury but no medical intervention was sought. RMA (B)(4) has been issued for the return of the rollator for an inspection and evaluation.